Event description:
It was reported that the patient presented in clinic for implantable cardioverter defibrillator (ICD) and left ventricular (lv) lead implant procedure. During procedure, it was noted that the guidewire failed to be withdrawn from the lv lead and that the lv lead became fractured from tension. It was also found that the set screw of the right ventricular port of the ICD failed to be tightened and the header of the ICD failed to accept the connection to the lead. The ICD and lv lead were not implanted, and a replacement ICD and lv lead were implanted on (B)(6) 2025. The patient was stable throughout.